Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the patient experienced lightheadedness and low heart rate after a "cell tower was turned on". The reporter thought the implantable pulse generator (ipg) was affected by the tower. The ipg remains in use. No further patient complications have been reported as a result of this event.